Event description:
It was reported that the patient experienced worsened arrhythmia. The patient had pre-existing right bundle branch block (rbbb). A 27 mm lotus edge valve was implanted. The rbbb was worsened by the procedure. The patient received a permanent pacemaker.

Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated.

Event description:
It was reported that the patient experienced worsened arrhythmia. The patient had pre-existing right bundle branch block (rbbb). A 27mm lotus edge valve was implanted. The rbbb was worsened by the procedure. The patient received a permanent pacemaker. It was further reported that post procedure aortic stenosis occurred.